Manufacturer narrative:
The ge service rep deleted all nodes and reloaded software. System operates as intended.

Event description:
The customer reports system is locking up. Customer reboots the machine and system operates as intended.